Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient is experiencing problems with a previous hip revision which is affecting the total knee implant. Hip surgery is planned. Manipulation of the knee will occur during surgery to adjust range of motion. Poly inserts will be exchanged.